Manufacturer narrative:
A ge service rep performed an over the phone investigation. The ge service rep explained the system needs to stabilize prior to taking the image. The reported issue could not be duplicated. The system was found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system continued to fluoro after the button was released. No pt injury was reported.